Manufacturer narrative:
A supplemental MDR is being submitted for an update to the product investigation as the returned device was located. The following sections of this report have been added: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and functional testing were performed. Due to the nature of this complaint, no applicable dimensional testing was performed. Returned device was visually evaluated. The following was observed: one kink was identified at the distal portion of the balloon shaft, and a second kink was noted between the crimped indicator and the triple markers. These kinks likely restricted the fluid pathway, resulting in the slow inflation/deflation reported and were consistent with a 'twisted' balloon that can occur when the device was repeatedly torqued. Compression was observed at the flex shaft, suggesting high torquing force may have applied. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. Warnings include, 'do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. In this case, the complaints for inflation difficulty and/or incomplete inflation - partial or slow and balloon deflation difficult/unable - partial or slow were confirmed empirically based on the observed kink within guidewire lumen and compressed flex shaft. However, evaluation of the returned device showed that it conformed to specifications and functioned as intended. Therefore, the reported issue was not attributed to a manufacturing non-conformance. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the IFU, 'maintain edwards logo up throughout the procedure to prevent kinking of the delivery system.' Multiple torque rotations, approximately 2 to 3, may have contributed to the balloon becoming twisted. This twisting could have restricted fluid flow within the balloon, resulting in the perceived slow inflation and deflation. However, the reported inflation/deflation time was approximately 10 seconds, which remains within the specification limit of less than 20 seconds. The returned device exhibited kink within the guidewire lumen and compression on the flex shaft, indicating that torquing may have occurred during deployment. This likely contributed to the reported 'twisted' balloon, restricting the fluid pathway from the guidewire lumen to the balloon and resulting in slow inflation and deflation. As such, available information suggests use error (multiple torque rotations of delivery system) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was received. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. Warnings include, 'do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for 'valve deployment - inflation difficulty and/or incomplete inflation - partial or slow' and 'deflate balloon - balloon deflation difficult/unable - partial or slow' were unable to confirm as neither procedural imagery nor event unit was returned. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve deployment, the balloon did not inflate normally, it was very slow to inflate and deflate.' Additionally, the customer also reported 'the approximate inflation/ deflation time was 10 seconds. There were no slow inflation/ deflation time or other abnormalities noted during prep. The device was torqued during the procedure, approximately 2-3 rotations. There was no asymmetrical inflation noted. No fluid loss was noticed. The perceived root cause of the inflation/ deflation issue was a "twisted balloon".' Per the IFU, 'maintain edwards logo up throughout the procedure to prevent kinking of the delivery system.' Multiple torque rotations, approximately 2 to 3, may have contributed to the balloon becoming twisted. This twisting could have restricted fluid flow within the balloon, resulting in the perceived slow inflation and deflation. However, the reported inflation/deflation time was approximately 10 seconds, which remains within the specification limit. As such, available information suggests procedural (multiple torque rotations of delivery system) factors may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position via right transfemoral approach, during valve insertion through the non-expandable portion of the 14f esheath+, the valve became difficult to advance. Ultimately the valve was advanced, however during positioning the frame of the valve appeared bent. The decision was made to deploy the valve anyways. During valve deployment, the balloon did not inflate normally, it was very slow to inflate and deflate (about 10 seconds each). A second delivery system was prepped, and the valve was post dilated without further incidents. The patient had no injuries and was stable with no paravalvular leak (pvl).